Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a pancreaticoduodenectomy procedure, the device was used to cut the small intestine and stomach. Three cartridges were used, two of which did not work thoroughly (did not close). This was noticed at the end of the surgery after which the defective staple line was sutured by hand. The patient is ok. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58k6l. Device evaluation: the analysis found that one ntlc55 device was returned with no apparent damage and with three fully fired cartridges ((B)(4), p5726h, locked) not loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.